Event description:
User facility medwatch report mw5114883 received that states "perclose failed; had to cut down. Patient had to have an open incision due to device failure."

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: mw5114883.